Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device also was received with cracked case at display window corners, reservoir tube and battery tube threads. The unit was received with minor scratched display window and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer was giving insulin and the buttons on the device were not responding. Customer's blood glucose was 150 mg/dl. Customer does not recall any significant event that may have caused the device to alarm and states it wasn't exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.